Event description:
It was reported when using the bd sedi-40 there was a hardware/software malfunction with the esr instrument. The following information was provided by the initial reporter. The customer stated: the "instrument had issues with the mixing process when starting the analysis procedure. The issues do not appear every time the procedure is started."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is elitech. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: instrument (B)(4). Was returned to the manufacturer for service with respect to the reported defect ¿ mixing issues. The instrument was evaluated by visual examination and functional testing and it was found that cover sensor was malfunctioning. The cover sensor and the timing belt cover were adjusted. After repair the instrument passed all further quality checks. This complaint has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd sedi-40 there was a hardware/software malfunction with the esr instrument. The following information was provided by the initial reporter. The customer stated: the "instrument had issues with the mixing process when starting the analysis procedure. The issues do not appear every time the procedure is started."